Event description:
The patient posy hysterectomy in 2002 was found to have swollen and discolored feet as well as having banding tissue damage (redness and swelling) in two narrow bands perpendicular to the long axis of the lower leg with a total width of about 4". The band's upper limit was about 3cm below the knees on both legs. The scd connecting tubing and sleeves were retained and examined. The connecting tubing for this event was found to have the tubing (4" parallel tubes bonded together) reversed in the connector to the scd (the white banded tube was on the side opposite of the rest of the tubing sets that they possess). The pt was returned to surgery the following day for relief of symptoms of compartment syndrome.